Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified procedure, the tip of two healicoil knotless anchors, broke while loading the suture. It is unknown how the procedure was completed of if there was a surgical delay. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed device 1 was returned with original packaging and the device has debris on it. The proximal body is intact on the device and part of the proximal body is bent and covering the anchor plug. The distal tip is detached from device and missing. Device 2 anchor parts are detached from inserter device and are missing. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material found there are requirements for conformance and a certificate of material analysis is required based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. It was determined the device did not contribute to the reported event. The information provided is insufficient to perform a thorough medical investigation or to determine the clinical root cause of the reported failure. It is unknown if the IFU for 10601442 healicoil knotless pk suture anchor was adhered to. The IFU for the healicoil does warns: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ the reported the breakage of the two tips occurred during use inside of the patient. It is unknown whether the two broken tips retained inside of the patient. If the tips were retained inside of the patient, the tips of the two healicoil knotless anchors are comprised of peek-optima lt 3, which is implantable. However, we cannot rule out the possibility of micro-motion and/or migration, local irritation/discomfort. Since no harm has been alleged to this patient, no further clinical/medical assessment is warranted at this time. Should any additional relevant patient information be provided, this case would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force and or not following the IFU to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event no containment or corrective actions are recommended at this time.